Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h8, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. During device evaluation, a reportable e216 scope communication error was identified. While a definitive root cause could not be determined, the investigation suggests this error was the likely cause of the loss of image. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope error on the screen of the monitor and everything was blank. This occurred during inspection for use while being plugged into the processor. There were no reports of patient harm.